Manufacturer narrative:
Serial number (B)(6) acquired through good faith effort (gfe) response received on 18nov2024, it was determined the product was a pagewriter tc50 cardiograph and not a v60. This report is being redacted as this was reported in error.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was blurry. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the screen was blurry. The customer has ordered a replacement to resolve the reported issue. The investigation is ongoing.